Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 11.1 mmol versus 8.4 mmol meter to lab. Tests were done within 10 minutes with a difference of 32%. Patient did not experience any adverse events. No further information has been reported.